Manufacturer narrative:
The complaint investigation was performed for false non-reactive results and positive control out of range low with the alinity I anti-hcv assay which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 21049be00 and the complaint issue. A retained reagent kit of the complaint lot was tested in a sensitivity setup which includes two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045) and additional replicates of the positive control. All controls met specifications. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical data, indicating that the sensitivity performance is not negatively impacted. Labelling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent, lot 21049be00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false nonreactive alinity I (B)(6) results on one patient. The customer stated that the positive controls for (B)(6) became negative on (B)(6) 2020 on alinity I, serial number (B)(4) with a specific cartridge (serial number (B)(4)). The customer stated that one known (B)(6) patient tested nonreactive with this cartridge prior to them discovering the qc had gone out of range. There was no reported impact to patient management.